Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed difficulties to interrogate. The patient also had electric shocks. A follow up with the field representative was attempted but no answer has been given. The crt-d appears to remain in service. No adverse patient effects were reported.